Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. Final analysis found clavicle crush damaging outer coil and insulation abrasion at 17.0 cm to 17.8 cm from the connector pin; causing an electrical short.

Event description:
It was reported that the right ventricular lead exhibited low impedance, oversensing, loss of capture. Rib clavicle crush damage was noted. The lead was explanted and replaced on (B)(6) 2014.